Event description:
A pt services representative (psr) of a (B) (6) male pt contacted lifecor customer support to report that the pt was getting constant "adjust belt" and "check belt - see manual" messages. Support checked for a download and the download from yesterday evening revealed no discernable rate on either channel. The psr stated that she did not think there were any bent pins in the electrode belt. The pt stated that when the staff reconnected the electrode belt last night he heard something snap. Support had the psr replace the electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.